Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for two patients (two samples each) using the bilt3 bilirubin total gen.3 (bilt3) assay on the c311 analyzer and the c501 analyzer. Results were provided for both patients; however, comparison result data was provided for only patient a. The initial results were released to the patients and the treating physician. The physician questioned them because he expected high results according to the patients' clinical status (icteric serum and "yellow color on the skin"). The samples were repeated on the c501 (using the primary tube) and/or a radiometer 835 flex analyzer (using a sample cup), and the results were higher. The results provided were approximate; exact results were not provided. It was unclear from the information provided which analyzer was used to obtain the initial and repeat results. Clarification was requested. This medwatch is for the c311 analyzer. Refer to medwatch with patient identifier (B)(6) for the c501 analyzer. Refer to the attachment of this medwatch for all patient data. There was no allegation of an adverse event with the patients. The bilt3 reagent lot number is 17376101 with an expiration date of 02/28/2018. Calibration and qc were acceptable; therefore, a general reagent issue could be excluded. There was no foam in the samples; however, there was precipitate visible in the sample (plasma and "globular package"). The recommended rack adapters were not used with the 13x75mm sample tubes. The customer only cleans the external pipettes once a month; they were advised that external cleaning is needed daily. Both wash units were dirty, and the customer stated they only clean them once a month. The customer was advised that cleaning is needed weekly. The customer cleans the sample and reagent probes monthly. During the investigation, the reaction kinetics of the c311 were evaluated and it was found that no reaction took place in the cuvette. This indicates that there was most likely no sample in the cuvette. Possible root causes may be partial clogging of the sample probe through deposits of fibrin or gel, or air bubbles/foam on the sample surface. These may be caused by insufficient centrifugation or incomplete mixing of the sample tube. Additional information was requested regarding investigation of the c501.

Manufacturer narrative:
The customer analyzed three additional patient samples for bilt3 bilirubin total gen.3 (bilt3) assay on the c311 analyzer, the c501 analyzer, and for total bilirubin on the radiometer 835 flex analyzer, and obtained questionable results. All three of the patients are also taking the medication eltrombopag. The customer questioned whether the drug is interfering with the total bilirubin results. Refer to the attachment for all patient data. Investigation activities are ongoing.

Manufacturer narrative:
Four patient samples were tested in duplicate using the bilt3 assay on the cobas c501 analyzer. All data met specifications. Investigation of samples with eltrombopag concentrations of 10-80 ug/ml demonstrated no interference with the bilt3 assay. The reaction kinetics from both the customer and investigation samples showed no indication of interference. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.